Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they were having problems with their device turning off on its own and caused her to have terrible pain. On (B)(6) the device switched off on its own. They were going to an appointment with a technician on (B)(6) 2016 to look over the device. It was further reported from a company representative that it was unknown why the ins turned off and the patient wasn't aware that the ins turned off. The health care professional (hcp) had told the patient that the device was off. It had not occurred since december. There was no trauma/falls related to the issue. The ins was read by the clinician programmer and there was a suspected discharge but it could not be confirmed. The patient was only charging once or twice a week but now they recharged every night or every other night since the ins off experience. There were some poor coupling issues with the recharger but the primary reason was the antenna was replaced; it worked for a little bit but the patient still had some issues with recharging/coupling along with beeping. Further follow-up was being conducted to determine what troubleshooting/actions/interventions were taken and what the cause of the device turning itself off was. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the health care professional (hcp) reported the stimulator was turned back on. The patient was asked to check the status daily. It was unclear what the cause of the device turning itself off was.